Manufacturer narrative:
Concomitant: product ID 37082, serial# (B)(4), implanted: 2010-(B)(6), product type extension. Product ID 37701, serial# (B)(4), implanted: 2006-(B)(6), product type implantable neurostimulator. Product ID 37082, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 3998, lot# v126060, implanted: 2010-(B)(6), product type lead. Product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 3998, lot# v314993, implanted: 2010-(B)(6), product type lead, product ID 3777-45, serial# (B)(4), implanted: 2008-(B)(6), product type lead, product ID 3708120, serial# (B)(4), implanted: 2008-(B)(6), product type extension, product ID 3708120, serial# (B)(4), implanted: 2008-(B)(6), product type extension. Product ID 3777-45, serial# (B)(4), implanted: 2008-(B)(6), product type lead, product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had an implantable neurostimulator (ins) that needed to be moved and replaced. It was stated that it was placed in the patient¿s back for her leg. It was reported that it was ¿rubbing against the patient¿s spine¿ and was coming out of the pocket. It was stated that the healthcare professional (hcp) needed to move it and replace it because it had been there for a long time. It was stated that the patient lost 63 pounds and the ins ¿popped out¿ of the pocket and had been rubbing against the spine. It was stated that the problem started about 6-8 months ago. It was noted that the patient had an appointment with the hcp on wednesday and that the patient had been trying to contact a manufacturer¿s representative for the last 3 weeks.